Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. This device is not distributed in us so that unique identifier is blank.

Event description:
Use the product with h-s2518 (B)(4). This product was opened due to bleeding during gastric esd. The electrode cord was connected to the high frequency device. The forceps of this product were applied to the bleeding point with the forceps open and energized. Initially, it was able to be energized, but since it was no longer energized in the middle, the use of this product was discontinued. There was no problem at the beginning, but it became impossible to energize from the middle. I've used it several times before, and I don't think there was a problem with how it was used. Please investigate the cause. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Correction information g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information h4:device manufacture date. Evaluation summary when the product was connected to the high-frequency surgical device vio300d (manufactured by elbe) and an energization test was performed, no energization failure was confirmed, and it was confirmed that the cup was energized. It is speculated that the cause of the inability to conduct electricity is that coagulated substances such as coagulated tissue and blood adhered to the cup and interfered with conduction, resulting in poor conduction.